Event description:
A volume discrepancy was reported. The expected volume was ml and they aspirated 15ml. The cause of the event was not known. A dye study and roller study were planned. Patient had reported no symptoms. Patient status at time of this report was stated as alive, no injury. Drug delivered via the device was not known. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).